Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent removal of pelvic mass, bso, lysis of adhesions and dissection of ureters on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, menometrorrhagia, chronic pelvic pain, and 2nd degree cystourethrocele along with the concurrent procedure of total abdominal hysterectomy. It was reported that following insertion the patient experienced pelvic cellulitis, mild to moderate ileus and dehydration. It was reported that the patient underwent mesh removal in (B)(6) 2009. (B)(4).